Event description:
It was reported that during a generator change when the terminal pin was removed this right ventricular (rv) lead exhibited failure to capture with the old device and the new one as well with the pacing system analyzer (psa). This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.